Event description:
The pt had a synochromed pump and catheter implanted in 1999 for intrathecal infusion of morphine for non-malignant pain. The pt was receiving locally-compounded preservative free mso4 60 mg/ml at a daily dosage of 30 mg/day. The pt developed slight pain at pump site that prompted an imaging eval. The imaging study revealed an 8mm mass. The hcp placed the catheter more distal to the mass and started the pt on bupivicaine and marcaine. No further details on patient outcome are available at the time of this report. A follow up report will set when additional information is received.